Event description:
It was reported that during an unknown procedure the generator display showed error code ¿remove instrument out of patient¿ after a few times. No further information is available. No patient consequences reported. Procedure was completed with same like device. One device will be returning.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The instrument was returned with the shaft bent and the shroud slightly open. No functional test could be performed, as the clamp arm did not open and due to the returned condition of the instrument. It is possible that the bent shaft could have made contact with the blade resulting in an error screen. Because we were unable to test the instrument we did not confirm this during testing. Manufacturing process has been reviewed and there is no current evidence of this issue. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment.